Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, some zonules were lost at the end of the case. The lens was decentered by 1.1mm. The iol was repositioned in a secondary procedure. The patient¿s refraction improved and now the patient is able to read without glasses, which he couldn't previously. No further information is available or will be provided.